Event description:
The initial reporter stated they received questionably low ise results for an unspecified number of patient samples tested on a cobas integra 400 plus. The customer stated that patient samples will recover sodium electrode values of 131 mmol/l and 133 mmol/l, but these patients had previous results in the mid to high "130s". The customer replaced electrodes and the mix tower. The customer repeated patient samples and said that approximately 9 had different repeat results. The customer provided examples of two patient samples with discrepant sodium results. The first sample initially resulted in a sodium value of 132 mmol/l and on (B)(6) 2025, it repeated as 138 mmol/l. The second sample initially resulted in a sodium value of 131 mmol/l and on (B)(6) 2025, it repeated as 137 mmol/l. The repeat values were deemed correct.

Manufacturer narrative:
The sodium electrode lot number was 31244547, with an expiration date of 15-aug-2025. The field service engineer replaced a probe set, dosage pipettors, and a fluid distributor. Vacuum tubing was found to be collapsed, so it was replaced. The electrodes and ise tubing were conditioned. Ise checks were performed. Calibration and controls were acceptable. The investigation is ongoing.

Manufacturer narrative:
The customer stated that quality controls were within range. The sample centrifugation time may have been higher than recommended by the tube manufacturer and the centrifugation speed may have been outside of the manufacturer guidelines. The investigation determined the service actions resolved the issue.